Event description:
It was reported that the patient received an alert for out of range impedance. When in office, the impedance measurements were normal. The physician will check the patient in (B)(6).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.